Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the customer's insulin pump was alarming for a battery change every 2 hours. The customer¿s blood glucose level was unknown at the time of the incidents. The pump battery cap was intact. No further details were provided. Troubleshooting was not completed as the caller feels insecure about the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Low battery alert less than 1 week and unexpected battery power loss not found during testing. Device passed the displacement test, sleep current test, active current test and self test